Event description:
It was reported that the pacing lead impedance (pli) of this right atrial (ra) lead was out-of-range being greater than 3000 ohms. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was noise on the ra lead channel that was oversensed resulting in several atrial tachy response (atr) episodes as well a lead safety switch (lss) placing lead into unipolar configuration. Ts discussed troubleshooting including lead evaluation in clinic. It was noted that patient has been scheduled for further follow-up. No adverse patient effects were reported. Currently, this lead remains in service.